Event description:
The physician was attempting to place a 2.0 x 10mm biodiv ysio stent in the diagonal artery. It was reported that the stent delivery system was placed on the guide wire outside the pt's body and advanced towards the rotating hemostatic valve. Prior to passing through the rotating hemostatic valve, resistance was felt by the physician. The physician decided to remove the stent delivery system in order to flush the catheter. During removal of the system from the guide wire, the catheter separated into two pieces. It was reported that the tip of the catheter distal to the stent remained on the guide wire. The catheter and tip were then removed from the guide wire. The physician decided to treat the lesion with a pixel stent, which was advanced and deployed without incident. There was no report of an adverse pt event.